Event description:
A patient reported experiencing inaccurate erratic results with sse meter. The patient's blood glucose results were 19, 26, 115mg/dl. Tests were done within 10 minutes with a difference of 57mg/dl. Patient did not experience any adverse events. No further information has been reported.